Event description:
It was reported the device was implanted and out of service. It was reported there were high impedances with a value of >10,000. It was noted that all electrodes on the octad lead read >10,000. It was logged that a manufacturer representative(rep) programmed the patient's other two leads and she received a good pattern of stimulation to cover her areas of chronic pain. It was noted no diagnostic testing or troubleshooting was performed as it was not required and the issue was not resolved and it's cause was not determined. It was reported the patient status at the time of this report was alive with no injury and there were no patient symptoms or complications associated with this event. It was reported there were no falls or accidents, and the lead with the high impedances was turned off. Additional information received reported impedances had not been checked since the rep last saw the patient in the office the day the issue was found and the patient was receiving good therapy with the other 2 leads. It was noted that no action was planned at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3487a-45, lot# v686303, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-45, lot# v822012, implanted: (B)(6) 2013, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).